Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 at 1228, the device was programmed for continuous only delivery in ml, with a 7.5ml/hr, a 180ml vtbi (volume to be infused), 0ml/hr kvo rate, a 200ml container size. Between 1231-1253, the device was powered off two times and powered on one time. Date stamp (B)(6) 2012 occurred. At 1339, the device was powered on. Between 1342-1347, a check cassette alarm occurred two times, a cassette was inserted, and the device was powered off. At 1724, the device was powered on using batteries. At 1731, the delivery was started. At 2005, a distal occlusion alarm occurred. Date stamp (B)(6) 2012 occurred. Between 0426-1036, a distal occlusion alarm occurred two times. Between 1723-1726, a check cassette alarm occurred, the delivery was stopped, the silence key was pressed three times, and a power loss alarm occurred. At 1716, the device was powered on, and a date stamp of (B)(6) 2012 occurred. Between 1718-1802, the delivery was started, an end of infusion alarm occurred, the delivery was stopped five times, the delivery was started five times, and a new container is indicated. A date stamp of (B)(6) 2012 occurred. Between 1725 and 1750, the delivery was stopped three times, started two times, a start alarm occurred, and a power loss alarm occurred. Between 1637 and 1731, a date stamp (B)(6) 2012 occurred, the device was powered on using batteries two times, a 15/000/001 (power down error) occurred, the delivery was started and stopped, and a power loss alarm occurred. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver milrinone 143mg/200ml, at a rate of 7.5ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the pt reported the device powered off without sounding an audible alarm tone. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.